Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was very difficult to interrogate at every visit. It was noted that at times it takes a very long time to 'pick' it up and have the programming head interrogate it; doesn¿t seem to matter which programmer or programming heads are used. The device remains in use. No patient complications have been reported as a result of this event.